Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The was positioned in the laa of the patient and the wds was inserted into it. The closure device was deployed and successfully implanted in the laa of the patient. Shortly after the device had been released the patient began to have st segment elevation and ventricular tachycardia that required cardio version. The physician checked imaging for the embolism and it was noted that there was some air trapped in the eft ventricle. The physician aspirated some of the air out with a pigtail catheter, but it mostly resolved on its own. The patient recovered and stabilized on their own following these events. Post procedure the patient woke up fine and had a neurology check that came back fine. There were no residual deficits noticed and the patient is doing fine.